Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer doesn't recall how she was treated. The customer was admitted to the hospital. The customer blood glucose was stabilized and discharged the next day. The customer declines to troubleshoot most of the high blood glucose test. The customer is requesting replacing sets because she has to change out yesterday. The customer was advised that we ship sets and tubing clamp for high pressure test.